Event description:
The patient reported back to back test readings (taken minutes apart) on patient's ss meter were 137, 183 and 295 mg/dl (77% difference). No symptoms were reported and no harm was alleged by the patient. On follow-up, patient verified the above results but could not recall if different finger sticks were used. Lfs rep reviewed meter calibration, control testing, coding and cleaning with patient. The meter was replaced.